Event description:
A user facility reported that a 29 year old male underwent a knee arthroscopy which lasted 2 hours 15 minutes. Postoperatively, the pt experienced increased salivation and difficulty swallowing. The pt was subsequently hospitalized in his hometown where he was administered antibiotics, steroids, and was hydrated via an IV. Upon the pt's follow-up visit with the surgeon, his condition was much improved. The user facility suspects the mask involved in this case was exposed to eto, contrary to the product labeling which warns against eto sterilization, and has taken it out of service. The adverse effects section of the labeling states that a severe or prolonged sore throat, sometimes accompanied by dysphagia, has been reported in pts in whom an improperly cleaned or sterilized mask has been used. Co does not anticipate receiving any further info on this event, therefore, this file will considered closed. This report contains info from third party sources, the accuracy of which has not been confirmed by the reporter. Neither the submission of this report, nor its release by FDA, constitutes an admission that the MFR, distributor, device or reporting party caused or contributed to the reportable event.